Manufacturer narrative:
Exact date unknown, event occurred six months prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI, upn: m365sc8416500, model: sc-8416-50, serial: (B)(4), batch: 7019349.

Event description:
It was reported that the patients ipg was no longer working as intended and desired coverage was lost. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible device and the lead was repositioned. No device malfunction was suspected. The patient was doing well postoperatively and the explanted ipg was discarded.